Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information was not provided were intentionally left blank. Stryker evaluated the customer's device and verified the reported issue. The customer obtained a replacement therapy cable which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device would not recognize the connected defibrillation electrodes during a patient event. There were no reports of any adverse effects to the patient as a result of the reported issue.